Event description:
Customer reported device = 492 mg/dl at 10:44 am and had breakfast. Customer called the emergency room (ER) and nurse advised them to come in. At 11:15 - 11:30 am, ER device = 120 mg/dl and customer's device = 380 at 12:08 pm. Lab = 107 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.